Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced a syncopal episode. Technical services (ts) was consulted and noted evidence of undersensing on the right atrial (ra) channel, along with low intrinsic amplitudes. Additionally, intermittent loss of capture (loc) was observed on the left ventricular (lv) lead. The healthcare professional (hcp) requested that a local company representative be paged for an in person evaluation. This product remains in service. No adverse patient effects were reported.